Manufacturer narrative:
Additional product code: hwc. Initial reporter is a synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the retrograde femoral nailing system (rfna) aiming arm broke. A piece was found on the floor after a case; there was no impact to the patient or outcome of the case. This report is for an aiming arm. This is report 1 of 1 for (B)(4).